Event description:
It was reported a week ago the pt had started using an electronic device called "pest repeller ultimate." In the last week the pt was "more" tired and had experienced a loss of therapeutic effect. It was later reported the pt did not have concerns with the device or therapy, and the pt's health care professional stated the pt had not been seen since this event.

Manufacturer narrative:
(B)(4).